Event description:
This rv lead was implanted on (B)(6) 2002, and remains at the time. A call was placed to technical services on (B)(6) 2016, stating that on (B)(6) 22 device reached eri. The r waves was 2.5 to 2.8 mv, prior to (B)(6) 2016 the r waves was 8-10 mv. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).